Event description:
During a procedure the endscope's angulation knob stopped turning and became stuck in the patient. The doctor carefully manipulated the scope to remove it from the patient. There were no allegations of harm.